Event description:
It was reported that the anchor broke at the hex during insertion. The threaded portion remained in the bone; nothing was placed over top to secure the original implant. The case was completed successfully by placing a new anchor close to the first one. No further patient information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the eval, a follow up report will be submitted.